Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2600sbs-7 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the punch shaft is firmly attached to the blue handle. The shaft length was measured by drawing specification (drawing c0795 at revision 8). Results: the shaft length is longer, most likely because of the movement of the shaft. During visual inspection, it was noted that the laser marks faded. This is an indication that the device was being re-sterilize and reused. This device is a single use. Functional testing for this part consisted of moving the shaft to verify the shaft was attached to the blue handle. The most likely cause for the reported failure is a user error to re-sterilize the device and reuse it, according to dfu-0309-eor2. E. Warning. 4. Do not re-sterilize this device. 10. This is a single-use device. Reuse of this device could result in failure of the device to perform as intended and could cause harm to the patient and/or user.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the spear came loose during a speed bridge operation when it was impacted into the bone. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique. ***update nroe 06-nov-2023: further information revealed that the spear loosens from the handle during impaction. The surgery was finished successfully and the same device was used anyway.